Event description:
Customer reportedly received results 74 mg/dl and 137 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer was unable to speak with the customer.